Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a pacemaker and right atrial (ra) lead, reported a high out of range atrial pacing impedance measurement, triggering an automatic lead safety switch (lss). Technical services (ts) was consulted and noted that a signal artifact monitor (sam) event and an atrial tachy response episode were also recorded, both showing oversensed non physiologic noise on the ra channel. Ts confirmed that impedance had been stable prior to the lss and the abrupt measurement change. In office testing in bipolar configuration was recommended to confirm a conductor fracture. Ts provided programming recommendations. No adverse patient effects were reported. This system remains in service. Additional information was provided. The patient was switched to unipolar pacing with bipolar sensing. No noise was able to be produced afterwards. Pacing impedance was also confirmed to be within normal limits. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this system, with a pacemaker and right atrial (ra) lead, reported a high out of range atrial pacing impedance measurement, triggering an automatic lead safety switch (lss). Technical services (ts) was consulted and noted that a signal artifact monitor (sam) event and an atrial tachy response episode were also recorded, both showing oversensed non physiologic noise on the ra channel. Ts confirmed that impedance had been stable prior to the lss and the abrupt measurement change. In office testing in bipolar configuration was recommended to confirm a conductor fracture. Ts provided programming recommendations. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.